Manufacturer narrative:
On (B)(6) 2015, consumer claims she purchased the (B)(6) on (B)(6) 2014. She claims she has only been using it for about 2 wks. She claims it vibrates way too strongly. She says that she started having pain in her gums after she started using it. Consumer states that her last dental cleaning was in (B)(6) 2014. Consumer states that they have crowns and they are not sure how they fractured their tooth. Claims she mentioned it to her dentist when she went in for her check up and the dentist advised that her tooth was fractured. Customer has agreed to return the unit with the pre-paid (B)(6) label we have provided via email. On (B)(6) 2015 unit returned for eval, far is pending.

Event description:
On (B)(6) 2015, customer claims she bought a (B)(6) in (B)(6) and it has a very loud noise while using and she now has a fractured tooth.

Manufacturer narrative:
On (B)(6) 2015, the handle arrived in used and like new condition with charger but no brush head included. The handle will turn on and operate and was charged on provided charger for 24 hours. The handle passed the triton qbe test and is operating within specification. Contact complete and case closed. The root cause of the customer's complaint could not be determined. Pohc will continue to monitor for trends.